Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). A 3i t3® short ex hex parallel walled implant (boes606) was returned for investigation. Visual inspection of the as returned product identified bone residue and signs of use on the outer threads of the implant. The external hex was found to be damaged with unknown debris inside the internal threads that could not be removed. As a consequence of the damaged external hex and unknown debris, accurate measurement analysis and functional testing could not be performed. Additionally, none of the restorative products mentioned in the complaint description were returned for investigation. No x-ray images were provided for the reported events. Appropriate documentation was reviewed and the following information was identified: documents reviewed: biomet 3i dental implant IFU (p-iis086gi) rev f - november 2015 information identified: precautions, potential adverse events. As per the applicable IFU, under section potential adverse events, excessive bone loss requiring intervention is a potential adverse event associated with the use of dental implants. Also, forcing the implant into the osteotomy deeper than the depth established by the drills can result in damage to the implant, driver, or osteotomy. A device history review was performed and no related nonconformances were noted. Also, a complaint history search was performed using our complaint handling system and there were no additional related complaints for this product lot. Complainant reported external hex was damaged. The reported complaint is confirmed as the external hex was damaged and unknown debris was found in the internal threads that couldn't be removed. The reported event of bone loss could not be verified without x-ray evidence. A definitive root cause for this complaint could not be determined.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint number: (B)(4).

Event description:
It was reported that the external hex of the implant (boes606 ) was damaged. The implant was removed and the patient will return to have the site bone grafted and for the placement of a new implant.